Event description:
It was reported that the user was unable to pair a new freestyle libre 3 plus sensor with the ilet pump, receiving scan errors or no pop-up after scanning, and the phone could not complete a firmware update or sync data until the ilet app was deleted and reinstalled, after which the sensor scan succeeded and warmup began. Symptoms included no reported adverse clinical signs. Outcomes included no alerts or alarms and no medical intervention. Investigation included troubleshooting and user education by support, including attempts to update firmware, re-pair the pump to the phone, and reinstall the application. Investigation of this case revealed that application reinstallation and re-pairing resolved the scan and synchronization issues. It was concluded that the issue was related to software or connectivity behavior that was mitigated by reinstallation and re-pairing, with the device functioning as expected after recovery steps.